Event description:
It was reported that during an emergency nighttime catheterization in the cardiac catheterization room, the intra-aortic balloon (iab) membrane began to unravel, making it difficult to pass through the hemostatic hub of the sheath. As attempts continued, the balloon membrane unraveled further, so it was replaced with another (B)(6). The second tube passed through using the same sheath, and pumping began. The (B)(6) in question belonged to a syphilis-positive patient and was discarded after surgery along with other items, so no analysis is necessary. Two tubes were used, so a sample of one has been requested.

Manufacturer narrative:
Due to character restrictions in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Complaints associated with iab membrane unfolded are related to the balloon unfurling, unraveling, unrolling, or unwrapping. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with membrane unfolded, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).